Event description:
It was reported that the patient¿s system had to be replaced due to broken wires. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v183296, implanted: (B)(6) 2009, explanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).